Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This older configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
Additional information: the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI #: na.

Event description:
The recipient is reportedly experiencing decreased performance and sound quality issues. Revision surgery will be scheduled.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This is an interim report.